Event description:
At about 4 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The head and liner were revised. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 july 2024. Lot 2311945: (B)(4) items manufactured and released on 26-jun-2023. Expiration date: 2028-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on 18 july 2024: ball heads: mectacer 01.29.230h head biolox option ø 28 (k131518), lot 2346017: (B)(4) items manufactured and released on 21-dec-2023. Expiration date: 2028-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.